Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 1 and 4 hours on the infusion site (arm). As treatment, no treatment information was provided. The pod generated a alarm.

Manufacturer narrative:
Corrosion was observed on all three batteries, as well as the mechanism rails, and catch beam, the reservoir cap, and commutator cap, and the pulleys. During the investigation fluid was observed to be leaking from a puncture in the reservoir. Due to the internal leak, corrosion was observed on the patient history board (phb). All attempts to download the data were unsuccessful due to the corrosion on the printed circuit board (pcb) assembly. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 17.6 cloud - smartphone hardware iphone13.2 cloud - cgm sensor type. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.